Event description:
Reported due to surgical intervention to suture artery.in 2006, a trained starclose user attempted arteriotomy closure in the right common femoral artery after a diagnostic catheterization. After deployment, the device became stuck in the track, the doctor pulled hard to free the device, but the device would not come out. It was reported that the "clip was never delivered to the arteriotomy site, but it was delivered into fat or muscle". The patient was in surgery for approximately fifteen to twenty minutes to remove the device and suture the artery. The patient stayed in the hospital two extra days due to a blocked carotid artery.

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined based on the information provided. No manufacturing defect was found during the investigation and review of the dhrs for this lot did not reveal any findings relevant to this report. The received tissue with the captured clip appeared fatty and not fibrous or muscle-like, supporting the statement within the complaint description, "clip was deployed above the arteriotomy". Corrective and preventative action has been initiated.